Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the date of explantation is scheduled for (B)(6) 2019. Chest injury added to the patient code as a result of received information indicating that as a result of accident patient noticed flattening of her left breast. Mammogram showed smaller implant possibility of leakage. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. Device evaluation summary: the analysis results showed that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. It is possible that the root cause of the failure was the car accident in which the patient was involved. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with deflation. Concomitant product: right- mentor smooth round moderate profile 375cc saline breast implant, 3501660, (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.